Manufacturer narrative:
Additional lot numbers were reported (lot# m001858, m002343, m004817). However, the cause of the event is not due to the cartridges. The device is expected to be returned, however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 270 mg/dl. Customer administered a correction bolus.